Event description:
It was reported per field service report: symptom: reported fiberoptix sensor (fos) out of range & tl (fos code). Pump tagged system error 3 and a recorder strip system error 3 (1), and would not clear.

Manufacturer narrative:
Findings/action taken: voltage to ims driver good, but found ims driver defective. Replaced. Checked fiber optics. Could not repeat tl error. Temp. Error most likely caused by faulty ims driver (sits next to). Performed functional check - pass. Returned to service. Follow-up report will be filed if additional information becomes available.